Event description:
Customer reported blood glucose results of 496 mg/dl, 101 mg/dl, 140 mg/dl, and 122 mg/dl within 10 mins on the compact plus system. Also reported blood glucose results of 24 mg/dl and 98 mg/dl within 10 mins on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.